Manufacturer narrative:
Pod download data showed a 0x14 occlusion alarm generated. During investigation, no damages or defects were found in the components of the drive mechanism. Generation of the hazard alarm stopped the delivery of insulin. During leak test, a tear was found on the exposed portion of the soft cannula, where the tip of the formed needle rested. But it could not be determined when this damage occurred. A root cause for the 0x14 alarm cannot be conclusively determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached around 350 mg/dl while wearing the pod for about 6 hours. Spouse reported patient awoke to high bg levels. As treatment, a new pod was applied.